Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If possible, please confirm the number of procedures/patients affected by this issue. Please confirm the quantity, product code, and lot number of the sutures that break per procedure. When did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient) ? Please confirm the quantity, product code, and lot number of the sutures that unhook/detach per procedure. When did the needle detach or pull off from the suture (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient) ? Were there any patient consequences during any of these procedures? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information provided: there was no exact report of the number of procedures, but in general, the surgeon mentioned that in all surgeries he was facing this situation with the threads. Based on the distributor's report, it is not possible to identify the quantity of products for each lot, nor the number of procedures.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The threads are wrapping up at the end of the knot, and that, in the needle passage in the tissue at the time of rescuing the needle, it ends up unhooking and breaking. There were no adverse patient consequences reported. Additional information was requested.